Manufacturer narrative:
Viking m mobile lift is a general-purpose lift with the intended use in, health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheelchair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. The hrc technician replaced the mid beam and tightened loose bolts on the lift to resolve. Baxter has requested for the mid beam to be returned for further inspection into the root cause of the reported incident. The investigation is ongoing, any additional information received will be submitted in a final report.

Event description:
The service technician found the lift failed the max load test as it tilted under heavy load. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint #: (B)(4).

Event description:
The service technician found the lift failed the max load test as it tilted under heavy load there was no allegation of patient or caregiver injury or death reported from this alleged incident. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The lift was inspected by the hrc technician. The technician inspected the mid beam and confirmed that there was no deformation or malfunction of this part. It was determined that the bolt that holds the mid beam and right leg of this lift was loose resulting in the lift to tilt while under max load test. The hrc technician replaced the mid beam and tightened the loose bolts on the lift to resolve. It was later confirmed that the technician scrapped the defective parts after the service. Based on this information, no further actions are required at this time. Viking m mobile lift is a general-purpose lift with the intended use in; health care, intensive care and rehabilitation. Viking m mobile lift is an excellent aid in daily transfers of both adults and children. With 3 various lifting height positions viking m mobile lift gives a flexibility for most lifting situations such as lifting to and from wheel chair, bed, toilet and floor. Horizontal lifting can also be performed in combination with the liko¿ octostretch¿ accessory. Although there was no adverse event associated with this complaint and the issue was found during product maintenance, if the lift were to tilt/ tip over during use, it could cause or contribute to a death or serious injury.